Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015-revised device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: during investigation, the pump powered on to a blank display screen. The pump cover was opened and moisture was found throughout the pump and on the display flex. A test screen was installed and displayed normally.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.